Event description:
It was reported that an ilet user experienced cgm pairing and sensor errors after changing a dexcom g6 sensor, which led to dosing stopped notifications on the ilet and operation in bg run mode; subsequent attempts revealed a sensor failure on the dexcom app and a transmitter not found condition until the correct transmitter serial number was entered and the devices were re-paired. Symptoms included hyperglycemia with reported blood glucose values up to 452 mg/dl and dry mouth. Outcomes included temporary loss of automated dosing with continued use of fingerstick entries while cgm pairing was restored.

Manufacturer narrative:
Investigation included user education and troubleshooting, verification and correction of the sensor code and transmitter serial number, bluetooth checks, device re-pairing steps, and guidance on ketone assessment. Investigation of this case revealed that incorrect cgm transmitter information prevented successful pairing, which in turn interrupted automated dosing. It was concluded that user-entered setup error caused the pairing failure, and automated operation would be expected to resume after correct cgm information and pairing were established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.